Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which are associated with undesired damage or breakage of those materials used in device construction. One female patient.

Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4) complaint was received. It was determined to be the result of manufacturing error.